Manufacturer narrative:
The customer declined distributor service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported an intermittent error causing loss of display and loss of mechanical and manual ventilation during pre-use checkout. There was no patient involvement.